Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure the left ventricular lead exhibited unacceptable thresholds despite repositioning the lead. The stylet could then not be removed when attempting to remove the lead. The lead was not used and replaced.